Event description:
Meter name: one touch ultra, strip name: one touch ultra teststrips, meter code: 23 strip code:23, strip storage unknown, symptoms: dizzy. A patient reported they were treated by dr. Their meter allegedly was inaccurately high. The result on their meter was (result/specify if mg or mmol, result unknown, unable to test). The result on the dr's meter was 43 and 57. The time difference between patient's meter and dr's meter was unknown (over 10 minutes). Treatment was: dr changed medication dosages. No further information has been reported.